Event description:
I am writing to report an instrument failure which occurred during an office procedure in 2009. I performed an office endometrial ablation on a pt. At the completion of an uncomplicated procedure, I proceeded to remove the device as usual. When I released the lock button and pulled back the rear handle, the array would not retract back into the sheath. The sheath was buckling and any further efforts to retract the array caused further buckling of the sheath. The array was at 2.2 cm within the endometrial cavity and would not come out the cervix despite significant effort. The pt was quite anxious as I explained that I could not get the instrument out of her uterus despite multiple attempts to do so. I was eventually forced to "retract the array" from below with ring forceps. As I pulled down on the novasure handle I grasped the array edges with ring forceps. As I applied more downward traction I advanced the ring forceps which (after several advancements) narrowed the array to 1.5 cm or less, the instrument did finally come out of the endometrial cavity. After it was removed I performed hysteroscopy to assure no visible damage to the lower uterine segment or cervical canal. There was no bleeding or visible laceration. I do believe this instrument failure could cause significant injury to the cervical branch of the uterine arteries if it has to be pulled out of the cervix in the open position. I hope this report is helpful.